Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to low readings.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 175 mg/dl and their sensor glucose read 73 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also reported a small bend at the end of the sensor upon removal from their body. It was also found the customer had changer sensor, bad sensor and calibration error alarms with the sensor. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.